Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had fractured off in the patient. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Event description:
On 10/29/2021, it was reported by an arthrex employee via email that an ar-4068-45l suturelasso nitinol wire and tip of the drive broke inside the patient white trying to pass the first wire. This was discovered during a procedure. Surgeon used ar-4068-45r to complete case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.